Event description:
It was reported that after the initial implant was completed, a perforation was identified. A pericardiocentesis was performed. The patient was stabilized and was in good condition.